Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the sound typically heard when tightening a set screw was not heard. The physician found the lead to be secure upon pulling on it but wanted to make sure that the set screw could be easily taken out at the next generator change. The physician unscrewed the set screw from the implantable cardioverter defibrillator (ICD) but ¿a little piece¿ was attached to the wrench when it was removed. The ICD was deemed unsuitable for use and a different ICD was implanted instead. No patient complications have been reported as a result of this event.